Manufacturer narrative:
The customer reported, the used device was discarded; however, two unused, sterile devices from the same lot are expected to be returned. A review of the device history record did not produce any findings relevant to this report. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: clip mislocation, difficulty removing device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted right femoral arteriotomy closure after an interventional renal stenting procedure. There was visible calcium at the device insertion site on angiography. The trigger button was depressed, but the clip did not deploy. The device became stuck and it was difficulty to remove. The device was manually removed using firm pressure. The clip was found on the end of the device. Hemostasis was achieved with manual compression. Though requested, no additional information was available.